Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported via FDA medwatch, a micropuncture transitionless access set¿s wire was used in an interventional radiology case, during which a wire fragment was retained in the patient. Per the reporter, the ¿same thing happened to the same patient¿ during a different interventional radiology case on another date. That event was reported under patient identifier (B)(6). Reportedly, the wire fragments were not removed, as removal is not in the best interest of the patient at this time. Additional information was received 05dec2025. The device was used to access the jugular vein. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a search of sales could not definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿caution: do not withdrawal the wire guide through the introducer needle; breakage may result. If the wire guide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that unintended user error likely contributed to this event. Because the customer reported that the wire was pulled through the needle in the other event involving the same patient (reported under patient identifier (B)(6)), it is possible that the wire was also pulled through the needle in this case. The IFU instructs ¿do not withdraw the wire guide through the introducer needle; breakage may result.¿ the risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5. Corrected information: h10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 05dec2025. The device was used to access the jugular vein.

Event description:
As reported via FDA medwatch, a micropuncture transitionless access set¿s wire was used in an interventional radiology case, during which a wire fragment was retained in the patient. Per the reporter, the ¿same thing happened to the same patient¿ during a different interventional radiology case on another date. That event will be reported under patient identifier (B)(6) . Reportedly, the wire fragments were not removed, as removal is not in the best interest of the patient at this time. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.